Manufacturer narrative:
The investigation determined that warehouse personnel from a distributer placed a label containing their part number (38n661) over the pad label. The distributer's label obscured the pad label's reference number, lot number and expiration date.

Manufacturer narrative:
Although requested, to date, the pads associated with this complaint have not been returned and the specific lot information of the pads is not known. Investigation of a photo of the pads provided by the customer shows the pad label, which contains the expiration date, was covered over by a distributer's label. The investigation remains open. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2016 a customer reported that there was no expiration date on a set of defibrillation electrodes. It was reported that this did not occur during patient use. Investigation of a photo of the pads provided by the customer shows the pad label, which contains the expiration date, was covered over by a distributer's label.